Event description:
Metal abrasion on a cormet implant. Confirmation of revision not provided.

Manufacturer narrative:
Per -4456 initial report additional information, including the return of the device, if the event led to a revision, the date of the primary surgery, the date and reason of the revision surgery, post primary and pre revision x-rays, operative notes, patient age, activity level, weight and medical history and an update on the patient has been requested to progress with the investigation. However no more information was provided. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and the root cause remains unknown. Thus this case is now considered closed. Should any additional information be available, the case will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metal abrasion on a cormet implant. Confirmation of revision not provided.

Manufacturer narrative:
(B)(4) initial report. Additional information, including the return of the device, if the event led to a revision, the date of the primary surgery, the date and reason of the revision surgery, post primary and pre revision x-rays, operative notes, patient age, activity level, weight and medical history and an update on the patient has been requested and if received will be provided in a supplemental report upon completion of this investigation. The appropriate device details have been provided and the relevant device manufacturing record identified and review. The device conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.